Event description:
The following info was provided by the user to the cook rep in (B)(6): the catheter tip for holding the thread fell out. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a distributor in (B)(4). The distributor in (B)(4) involved in this report is listed. The contact details for the cook facility in (B)(4) are: (B)(4). Investigation eval: our lab eval of the product said to be involved confirmed the report. One blue hook was separated from the loading catheter. The detached blue hook was not returned and therefore could not be measured. The remaining blue hook was attached. It was removed and measured. This blue hook was found to be within the appropriate mfg specification. The inner diameter of the loading catheter and the length of the stylet wire were verified and found to be within the appropriate mfg specification. The length of the loading catheter was measured and found to be outside of the appropriate mfg specification (low end). Although the tubing was out of specification, in this case, it is not likely the cause of blue hook detachment. If the tubing is out of tolerance on the low end and the stylet wire is on the high end of the tolerance then this overlap can cause the blue hook to not be fully inserted into the tubing. In this case, the stylet wire was not on the high side of the tolerance. Assuming the blue hook was in tolerance, which can not be verified because it was not returned, there would be enough gap to fully insert the blue hook. In addition, there is a 100% visual verification in mfg to ensure the blue hook is fully inserted into the tubing. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Investigation conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the lab setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality will continue to monitor for complaint trends. Additional comments regarding this report: in an effort to heighten awareness the appropriate personnel were notified of the tubing length that was out of specification.